Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg for between 4 and 24 hours. The patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) and noted pain and purulent discharge coming from the site. The patient visited the doctor's office and was prescribed antibiotics teva cephalexin 500 mg for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in infection at the infusion site. Inspection of the cannula subassembly found the tip of the hard cannula to be squared-off and dull. It could not be determined if this inadequate formed needle tip contributed to the reported event. The exact cause of the reported event could not be determined.